Event description:
The customer reported that while running an hcv assay, summit sample handler pipetted sample and controls into row c instead of row a. The summit then added diluent to the original row of the plate where the sample and controls should have been placed and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.